Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing ¿ nsrvo were observed on the right ventricular lead. On (B)(6) 2019, the patient presented in-clinic for follow-up. Upon review, all numbers were stable and within range. No intervention was performed. Patient was in stable condition.

Event description:
New information received notes patient weight is (B)(6) kgs.